Event description:
Device 2 of 4. Reference MFR report: 1627487-2013-18463, 18465, 18466. The pt reported experiencing ineffective stimulation. The pt indicates he has stimulation in his left leg, but not in the remainder of his left side. Multiple reprogramming efforts have been tried to no avail. The pt's physician recommended waiting to see if the issue improves and no surgical intervention is planned at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.